Event description:
Additional information received reported that the patient needed reprogramming.

Event description:
It was reported that patient experienced a loss of therapeutic effect and there was a patient injury. Patient suffered from a fall about 4 months ago and broke her t-12 vertebrae. She felt okay. The stimulator was used only roughly half of the time and it was turned off when not needed. The device was initially programmed for leg and back pain, then it was programmed to target back pain. Currently, patient was having pain in legs and would like to refocus stimulation on that area. It was later reported that patient never had therapeutic effect in the groin and under the buttock area. Patient experienced symptoms include acute pain and they occurred at the groin and under buttock region following an implant. The current stimulation was helping the pain in both of her legs for her neuropathy, but she would like some relief in the groin and buttock area. It was noted that the area was sore and hurt badly, and the device was not helping the spot under her buttocks. Patient status was undetermined. It was told during implant that the leads were not able to be placed exactly where they wanted. Several reprogramming were performed, but it was unable to program stimulation to reach the groin area and under the buttock area. Patient had poor balance and was going to physical therapy. She had troubles with her hamstrings while doing physical therapy. It was noted that patient had shingles in (B)(6) 2012 and she fell in (B)(6) 2012. The device was not checked after the fall. Health care professional tried injection in her back before she had implantable neurostimulator implanted, but it did not help with the pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient recently met with a manufacturer representative and attempted to reprogram the device to "where the device was originally after implant." It was stated that "it still was not right" and the patient was not getting relief. Later, additional information received reported that following a reprogramming session, impedances "were fine," no x-rays were taken, and coverage was "adequate." It was noted that the patient felt she had a "better" program. Reportedly, there were no malfunctions, no interventions, and nothing to return.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial #(B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect. It was noted the patient has fibromyalgia and ne uropathy. The reporter stated they tried to have two manufacturing representatives reprogram their implantable neurostimulator (ins) to where the ins was originally programmed so it works how it¿s supposed to. It was noted the patient had turned the ins off since the ins was not working and there was no point in using the ins if it¿s not working. It was further noted that this started about a year ago. The reporter stated their healthcare professional (hcp) was going to order some medicine to help with their sore spots that might help them. Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with their hcp or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013. It was noted the patient has fibromyalgia that was diagnosed in 2007-2008. The reporter stated that twice they had met with manufacturing representatives to have their ins reprogrammed to where the ins was originally programmed.